Manufacturer narrative:
(B)(4).

Event description:
Patient had an magnetic resonance imaging (MRI) done the day of this report, the reason for MRI was not reported. The patient told his healthcare provider the pump had not restarted because he 'did not feel the therapy.' The pump had not been interrogated after the MRI. The hcp expressed concern that if the pump didn't restart it would cause the patient to have seizures. There was no physician programmer available. The device system was used to infuse baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information was received. Hcp reported the MRI was not ordered for pain management. It was reported the patient has had a lot of health issues and was seeing many doctors. The MRI was primarily ordered for issues unrelated to pump therapy. Hcp reported the pump was checked too soon after the procedure. They waited at least 20 minutes and checked again. The pump had recovered with no issue. The patient was fine. They had no telemetry to provide. The system was used to deliver lioresal 2000 mcg/ml. Hcp said that he has never ordered an MRI. The patient's primary doctor ordered them periodically to check disease progression.

Manufacturer narrative:
Concomitant products: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).